Event description:
It is reported that the pt was revised in 2009, due to loosening and wear of the acetabular components. Implant date is unk.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt information such as height, weight, and pt activity is unk. It is reported that the pt was revised due to loosening and wear. The surgeon left the femoral stem implanted and replaced the acetabular cup with another product. Based on the available information a definitive cause cannot be determined. Evaluation: method/results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.